Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 08/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Please provide procedure name not aware the exact name of procedure, but robot procedure regarding urology specialty. 2. It is stated: " the events occurred several times after that". How many sutures separated from the needle during suturing on this one patient during this single surgical procedure? 3 or 4 strands. 3. What tissue/location was suturing when pull-off occurred? Not aware the location that the product used. Additional h3 investigation summary: h3 investigation summary: one labeled winding former with a partially dispensed suture and a detached needle product code w9116 was returned for analysis. Upon visual analysis of the returned sample revealed that a light swage defect was observed on the swage area. The barrel hole was examined under 20x magnification and no remnant suture was found. In addition, the suture end was examined and there isn¿t sufficient impression, resulting in a needle pull off defect. As per returned conditions of the sample no functional test was performed. The pull-out defect has been correlated to the manufacturing process classified as a class 1 defect. This defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the return quantity should be 1 to 17ea. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name. 2it is stated: " the events occurred several times after that". How many sutures separated from the needle during suturing on this one patient during this single surgical procedure? What tissue/location was suturing when pull-off occurred? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle detached from the strand several times. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.